Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy manifested by abdominal pain and feeling sick. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unknown date, the patient was treated for the peritonitis with cipro (ciprofloxacin) (500 mg, orally for 21 days). Six days after being admitted, the patient was discharged from the hospital. One month after onset, the patient was seen in the clinic and considered to be recovered from the event. At the time of this report, antibiotic treatment and dianeal therapy was ongoing. No additional information is available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). (B)(6). The date of the event onset was corrected to (B)(6) 2014. Upon follow up it was reported the patient manifested abdominal pain, vomiting, diarrhea, dizziness and lightheadedness one day prior to the initial reported event onset. The patient was admitted to the hospital the following day. The initial admitting diagnosis was sepsis due to acute pancreatitis vs acute peritonitis; however, sepsis was not further discussed and pancreatitis was ruled out. In the emergency room the patient was administered intravenous (IV) zosyn 2g once and IV vancomycin 1g once for peritonitis. The patient was also administered morphine 5mg once (route not reported) for abdominal pain. The patient was admitted to the hospital. During the hospitalization, the patient was treated with one dose of IV vancomycin 1g once (three days after the event onset); IV ceftriaxone 1g every twenty four for 4 doses (starting on the day of admission for the next three days); gentamicin IV 80mg once (two days after the event onset) and intraperitoneal 80mg daily for four doses (from three days after the event onset until the day of discharge); and IV ciprofloxacin 200mg for two doses (administered five days after the event onset and the following day) for peritonitis. The patient started oral ciprofloxacin 500mg on the day of discharge and continued it post discharge for twenty more days. Should additional relevant information become available, a supplemental report will be submitted.